Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #a98h8v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60t reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described of would not close could not be confirmed as the device opened and closed without any difficulties noted. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h8v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pulmonary segmentectomy, when tried to resect the lung parenchyma of a patient with interstitial pneumonia, it could be resected as usual at the 1st firing, but there was a cracking sound. The jaws did not close completely, and the staple was pushed out as it was from the 2nd firing onwards, and the lung parenchyma could not be resected either. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.